Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services reviewed the electrograms and discussed doing some testing to reproduce and trouble-shoot the noise. There were no additional adverse patient effects. The system remains implanted.